Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that during use of the listed epidural catheter, the catheter severed with retention of a portion of the catheter inside the patient. According to the reporter, the catheter fragment was removed immediately. No adverse effects to patient reported.